Manufacturer narrative:
H.6. Investigation: the review of the lot DHR did not indicate any anomaly which could have contributed to this issue. No samples available. The staining occurs as a result of the interaction between the paper and the moist heat sterilization process. Analysis has confirmed that the stains are cosmetic only. CAPA#133926 was initiated. H3 other text : see h.10

Event description:
It was reported that when opening the packaging, the torn paper particles entered the bd posiflush¿ sf saline syringe's sterile field. The following information was provided by the initial reporter: "we have noticed a fairly serious safety concern with our sterile saline flushes (item #167708, (B)(4). Essentially when opening the package the paper wrapper drops multiple white paper particles onto the sterile field and contaminating it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening the packaging, the torn paper particles entered the bd posiflush¿ sf saline syringe's sterile field. The following information was provided by the initial reporter: "we have noticed a fairly serious safety concern with our sterile saline flushes (item #167708, ref # 306553). Essentially when opening the package the paper wrapper drops multiple white paper particles onto the sterile field and contaminating it."